Event description:
The distributor reported on behalf of their customer that the device, pro7300b, hall 50 oscillating saw battery handpiece, was used during an unknown repair procedure on an unknown date when it was reported, ¿during the intraoperative period, the saw motor overheated and consequently caused the saw blade to heat up. Despite noticing the issue with the saw, the physician unintentionally rested the blade on the patient's thigh. The implant package was placed on the material removal shelf/area. The patient's leg was covered with an impermeable surgical drape, which melted and resulted in a burn injury to the patient's thigh, causing an approximately 2.5 cm superficial wound.¿. There was no report of medical intervention or hospitalization for the patient. Further assessment was sent to the report and they advised that there was not any medical intervention required and the blade used with the handpiece is not known. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
G3 initial awareness date was 6/3/26 the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.